Manufacturer narrative:
Should additional information become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
A clinical propel study subject #1004 010-021 was implanted with apogee on (B)(6) 2007. On (B)(6) 2008, the physician reported graft exposure. Intervention: cautery portion of graft exposed. The event was resolved on (B)(6) 2008. The site determined the event was not serious but was related to the device.